Event description:
It was reported that during troubleshooting, the home patient (hp) had a leak when disconnecting from the homechoice (hc) machine. The hp wanted to do a manual drain and per the hp, the hc was stopped. The technical service representative (tsr) explained how to disconnect from the hc and reset to do an initial drain. The hp disconnected and solution leaked onto his hand. After more troubleshooting, the hp was able to get the hc into initial drain. There was patient involvement but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. This complaint for a report of a leak was determined to be use error due to the patient disconnecting improperly. Per the baxter homechoice operator's manual, users are advised on the correct disconnect procedure. Should additional relevant information become available, a supplemental report will be submitted.